Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had incorrectly adjusted blood glucose alert settings. Customer's blood glucose was 80 mg/dl. Tandem technical support verified that the pump settings were accurate and advised customer to call back if the issue persisted.